Event description:
Consultant reported that surgeon performed a t10-ilium posterior fusion with uss dual opening system on (B)(6) 2013. The patient developed significant kyphosis at the levels above the fusion after the (B)(6) 2013 surgery. On (B)(6) 2013, surgeon performed the revision surgery and extended the current construct to t2. Surgeon put in new uss dual opening screws from t2-t9. He removed the t10 uss dual opening screws from the previous surgery and placed parallel connectors (498.160) on the existing rods to connect new rods. Surgeon reduced the kyphosis and decompressed several levels above the previous construct. There was no broken hardware from the previous (B)(6) 2013 surgery. The surgery was completed successfully. This is report 5 of 5 for complaint (B)(4).

Manufacturer narrative:
The device is used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and not lot number or part number was provided.